Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 5. The baxter technical service representative (tsr) the care giver (cg) to clear the alarm and informed of the alarm meaning. The home patient (hp) will contact the peritoneal dialysis registered nurse (pd rn) the next morning for instructions on completing the therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.